Event description:
Patient called lfs alleging that segments were missing on their one touch ultra meter. Patient did not experience any symptoms. Patient ate and did not take insulin based on the blood sugar of 19mg/dl. They mentioned that it looked as if a number was missing in front of the nineteen. Patient did not seek medical attention or call md. Customer service was unable to resolve the issue and sent patient a new meter.